Event description:
It was reported that patient had revision surgery due to a twisted lead. The new device was sutured in place to prevent future twisting. Device history records were reviewed and the device passed all functional and quality testing prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Event description:
Generator product analysis revealed that high impedance was first seen prior to the reported event date, therefore the event date has been updated to reflect the most likely date that the lead fracture occurred due to patient manipulation. Device evaluation of the lead is not necessary as it will not add value to the investigation and the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, device evaluation is not necessary as the return of the device will not add value to the investigation as the root cause is known.

Event description:
Suspect device corrected information and implant/explant dates were received, xrays were received and reviewed, and an assessment has been made of lead fracture from the epilepsy nurse specialist. Further information was received from the provider stating cause of event was manipulation of the device by the patient. Product evaluation is not necessary as the root cause of the event is known and not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data; all mdrs in this MFR report # should have been contained under MFR #1644487-2022-01515.

Event description:
All information contained should have been housed under MFR #1644487-2022-01515 and any new information regarding this report will be captured under that MFR #.